Manufacturer narrative:
Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal..." "...preoperative warnings:1.only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided..."

Manufacturer narrative:
No product has been returned for evaluation as no product malfunction reported. Event occurred three months post-operative it is unknown if event is related to surgical procedure.

Event description:
A patient underwent a spinal procedure on (B)(6) 2018. On (B)(6) 2019, patient presented with deep vein thrombosis. As per reporter the patient was hospitalized due to the blood clots requiring vein stripping.